Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that one day post implant of this bioprosthetic aortic valve, the patient presented with immediate bleeding; a left ventricle (lv) pacing wire was placed. The patient became stable overnight, but presented two days post-operatively for recurring bleeding. Again, the patient's condition stabilized. Three days post-implant, the patient suffered ventricular fibrillation arrest (vf arrest), and cardio pulmonary resuscitation (CPR) was initiated. The patient's chest was re-opened and cardiac massage was performed. The patient subsequently expired due to multiple organ failure, and was noted to be extremely high risk. Post-mortem examination revealed the blue valve holder, which is part of the product packaging, remained attached to the valve. The valve holder should have been removed at the conclusion of the implant procedure per normal practice. The coroner's pathologist stated the valve holder remaining in situ was unlikely to have been the cause of death. During the implant procedure, this patient also underwent mitral and tricuspid valve replacement, as well as a double coronary artery bypass graft (CABG) procedure, and resection of the left atrial appendage.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic believes that if the cinch mechanism was left on the valve it would obstruct the flow path, potentially leading to a high gradient. The obstruction could also cause turbulent blood flow, potentially leading to possible hemolysis or platelet activation. In addition, the obstruction and flow turbulence may not allow appropriate retrograde blood flow needed to close the valve leaflets completely, increasing the potential for central aortic insufficiency. All potential conditions described above would be exacerbated if the commissure posts were left cinched. The degree of severity would be proportional to the amount of commissure post deflection induced by the cinch mechanism. With the limited information available, the cinch holder left inside the patient with the valve could be a contributing factor for the cause of death. However, the reported cause of death was ascertained to be unrelated to the valve or its function; also no allegations were made relating the valve or its function to the death. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.